Event description:
The surgeon reports performing cataract surgery with attempted implantation of the crystalens hd intraocular lens in the right eye using the ci-28 delivery device system. During lens insertion, the surgeon noticed the intraocular lens broke at the hinge. Intervention was performed in order to enlarge the incision and remove the lens. A second crystalens hd intraocular lens was implanted successfully. The incision was sutured. According to the physician, the pt is doing well. Reference MDR #2031924-2010-00220.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Root cause: according to the physician, the most likely root cause of the lens damage can be attributed to the injector where the plunger tip overrode the iol.